Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400025, serial number: n/a, batch/ lot number: 0153105006, model/ catalog description: balloon fgs 71-80 cm. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis of the cuff identified a pinhole leak due to fold wear in the cuff shell (see attached image) as the probable cause of a fluid leak. Inspection of the remainder f the cuff identified no other damage or irregularities that would impact cuff function. The identified cuff leak could be a probable cause for the reported event of incontinence because a loss of fluid would limit the devices ability to maintain patient continence. The allegation of atrophy could not be confirmed. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis of the balloon identified no damage or irregularities that would impact balloon function. The balloon component was functionally tested and had an output pressure of 60.5cm h2o, which did not meet the 71-80 cmh2o specified. Product analysis confirmed a product malfunction. The reduced balloon pressure is a probable cause for the urinary incontinence because a reduced balloon pressure would result in a reduced compliance force around the urethra. The reported allegation of atrophy could not be confirmed through balloon analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. All the components of the artificial urinary sphincter (aus) were removed and replaced with a new aus system. The patient had a good outcome. Additional information received. The previous 5.5 cm cuff was replaced with a 4.0 cm cuff. The previous cuff was the correct size and was placed in the correct location at the time of original surgery.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400025, serial number: n/a, batch/ lot number: 0153105006, model/ catalog description: balloon fgs 71-80 cm.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. All the components of the artificial urinary sphincter (aus) were removed and replaced with a new aus system. The patient had a good outcome. Additional information received. The previous 5.5 cm cuff was replaced with a 4.0 cm cuff. The previous cuff was the correct size and was placed in the correct location at the time of original surgery.